Event description:
Pump declared a cartridge change error, initially occurring three weeks prior, and was reported again on the day of contacting technical support. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge, ensuring the o-ring was in place and undamaged, and successfully completed the loading process to resume insulin delivery.